Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the air/water cylinder having foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.new information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the unspecified foreign material in the air/water cylinder occurred due to the foreign material may not have been removed because reprocessing could not be conducted properly. Testing showed the device leaked from switch 1, switch box, and scope body; this may have affected reprocessing.the event can be detected and prevented by handling the device in accordance with the following instructions for use: instructions for use states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope.olympus will continue to monitor field performance for this device.